Event description:
It was reported that a etco2 monitor alarmed for "channel error" during an unspecified pca infusion. The rn attempted to trouble-shoot however the devices would not resolve the error; the user shut the pca module down and restarted the infusion but the etco2 module remained " with a red alarm" with no option to turn the module off while the pca module continued to work without an issue. The event occurred in the ICU .although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The reported issue that an etco2 module had alarmed for channel error that could not be cleared could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The system was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The reported issue that an etco2 module had alarmed for channel error that could not be cleared could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The system was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that a etco2 monitor alarmed for "channel error" during an unspecified pca infusion. The rn attempted to trouble-shoot however the devices would not resolve the error; the user shut the pca module down and restarted the infusion but the etco2 module remained " with a red alarm" with no option to turn the module off while the pca module continued to work without an issue. The event occurred in the ICU .although requested, no further details were provided by the customer for this event.